Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode caused by loss of capture and periods of asystole. Due to loss of capture and misdiagnosis, the device failed to deliver therapy. The device was reprogrammed. The patient will be brought in clinic for further testing. The patient was currently stable.